Event description:
Follow up information received from the manufacturer¿s representative reported that the patient¿s symptoms were still somewhat controlled due to changing the programs. The representative stated that the impedances were fine with the lead so it did not look damaged at this point. The doctor¿s office has scheduled follow up appointments to ensure changing the therapy programs makes a difference for the patient. The representative reported that the lead and battery status were fine at this point. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The manufacturer representative (rep) reported that she was notified by the patient¿s nurse that the patient had an MRI of the body with the device implanted. The patient felt "zings" and discomfort so the MRI was stopped shortly after this. The rep wanted to know if there was device damage done that they could check as the patient had experienced a full return of symptoms. The rep stated that the nurse checked impedances and they were good. Technical services reviewed there was the risk of permanent damage to the neurostimulator. Technical services recommended adjusting programming and monitoring symptoms and discussing with the physician the next steps if symptoms persist. The patient to follow-up with the healthcare provider (hcp). No further complications were anticipated/reported.